Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, motor error alarm or motor position encoder error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a recurring no delivery and motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin pump had a motor position encoder error alarm. Customer also reported that a no delivery alarm was received during manual prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.